Manufacturer narrative:
The failed part was returned to the national repair center (nrc) for evaluation. The power management board will not be tested due to the shorting of q27. Past experience has proven, that when q27 shorts, the batteries will not charge. The nrc sending the board to the supplier for failure analysis only, not for repair. Upon return of the board from the supplier, the board will be scrapped.

Manufacturer narrative:
The failed part was returned to the national repair center (nrc) for evaluation. The power management board was not tested due to the shorting of q27. Past experience has proven, that when q27 shorts, the batteries will not charge. The nrc sent the board to the supplier for failure analysis only. The national repair center (nrc) received the power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced components q27, q50 and u6, and installed (B)(6). The board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure installation of (B)(6) was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number and the cardiosave service manual. The board passed testing. The nrc will retain the board in the national repair center per procedure.

Event description:
N/a.

Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced components q27, q50 and u6, and installed cn167210. The board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure installation of cn167210 was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number and the cardiosave service manual. The board passed testing. The nrc will retain the board in the national repair center per procedure.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the power management board and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. It is expected that the suspected faulty power management board will be returned to getinge's national repair center (nrc) for failure analysis; a supplemental report will be submitted upon completion of failure analysis. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.